Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved since the time of the call. Customer is not feeling any diabetic symptoms. Customer did seek medical intervention. Customer was hospitalized (B)(6) 2018. Customer was using another meter and her blood sugar read over 600 mg/dl fasting multiple times even after applying insulin, so she went to the hospital. Upon arrival customer still had her blood sugar reading over 600 mg/dl fasting. Customer was then taken to take an echocardiogram and was placed on fast acting insulin. Throughout her stay she was placed on two IV bags as well. Customer was also placed on a diabetic diet that consisted of low carbs and low sugar. Customer was diagnosed with hyperglycemia and was treated with diabetic diet, IV bags, and fast acting insulin. Customer was removed from invokana medication. Customer was discharged on (B)(6) 2018 with a blood glucose reading of 243 mg/dl using hospital's meter.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling hot, headache, dry tongue, and is feeling very thirsty. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, blood test was performed by the customer and produced test results of e-5 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.